Event description:
(B)(4). It was reported that stent damage occurred. In (B)(6) 2015, the target lesion was located in the distal right coronary artery (rca) with 80% stenosis and was 16 mm long with a reference vessel diameter of 4 mm. The lesion was attempted to be treated with direct placement of a 4.0 x20mm promus premier¿ stent but the stent was damaged with delivery through the guide support catheter. A second 4.00x20mm promus premier¿ stent was successfully implanted. Following post-dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on doses of aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).